Event description:
It was reported that the patient presented to the clinic for follow up after experiencing inappropriate atp and hv therapy for atrial fibrillation with a rapid ventricular response. Further review showed the device functioned as programmed. Physician reprogrammed the device.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.